Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders and reservoir were visually inspected and underwent leak testing. The cylinders and reservoir passed leak testing and no visual damages or abnormalities were found in neither of the components. The pump was visually inspected and underwent leak and functional testing. No visual damages or abnormalities were found, and the pump passed leak testing. The pump did not pass activation testing. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection and erosion in his scrotum. The device was explanted and replaced with a malleable device. No device issues nor additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection and erosion in his scrotum. The device was explanted and replaced with a malleable device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed an infection and erosion in his scrotum. The device was explanted and replaced with a malleable device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.